Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a device changeout procedure due to normal elective replacement indicator (eri). Prior to procedure, it was noted that the patient exhibited infection. The complete implantable cardiac defibrillator (ICD) system was explanted and replaced on (B)(6) 2022. The condition of the patient is unknown.